Event description:
During the index procedure an in.pact admiral balloon was used to treat the right common femoral. Approximately 2 years 7 months post procedure patient suffered right critical limb ischemia. Patient had worsening right lower extremity pain despite mechanical thrombectomy to the right superficial femoral artery, right popliteal and in.pact admiral drug coated balloon to right superficial femoral artery. Ankle brachial index of the right leg indicated occluded superficial femoral artery. Patient admitted for right critical limb ischemia. Underwent right femoral to below knee popliteal bypass with 6 mm ringed gortex graft. Target lesion (index) was the right common femoral artery. Since patient had femoral to below the knee popliteal bypass, technically the index lesion was involved. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.